Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: one device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Excessive damage to the female connector and the main body was also observed. Leak testing was performed with the returned minicap and a leak at the female connector was observed. Clear passage and clamp function testing were performed with no issues noted. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The sample did not meet specification due to the separation and the leak.the cause of the condition could not be determined, however, the most likely cause was determined to be use related. Tool marks were observed indicating the possible use of an assist device on the female connector and the main body causing excessive damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned sample, a separation between the female connector and the main body of the twist clamp was identified on a minicap transfer set; which resulted in a leak at the female connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.